Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). At the time this report was completed, the device serial number was unknown. Therefore, section d4, primary unique device identification (UDI) number, was left empty. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during an in-service training session, the plimit setting was changed from 30 cmh2o to 40 cmh2o, and the change was confirmed. However, it reverted back to 30 cmh2o and would not make the change. No patient was involved.